Event description:
The end user reported after unloading a patient from the ambulance, the stretcher abruptly lowered approximately 12 inches. The patient was not injured and the medic crew was able to control the movement of the stretcher and complete the transport.